Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
After software update and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was determined to be due to software version of the device. The lp15 v4 software version -109 adds an additional h-bridge test when the device is powered on. The same h-bridge test is also performed when the user performs a user test. If a user initiates a user test immediately after turning the device on, the device attempts to perform 2 h-bridge tests at the same time which will cause the user test to fail and the service light to come on. When the user test fails error codes a034 & a036 or a51e is logged in the device. Performing 2 h-bridge tests at the same time does not cause any damage and the device is still operational with the service light lit. When the power is cycled the service light is cleared and the device will pass the user test when initiated a few seconds after power up.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.